Manufacturer narrative:
Received 1 used touchless catheter kit with the original unit labeling. The reported event was unconfirmed during the evaluation, as the issue could not be reproduced. The visual inspection noted no obvious defects. The received sample was functionally tested by passing water through a 10fr. Catheter, and no drainage problems were observed. The flow was continuous during the test. The "drainage test for customer complaint-catheters/drainage bags" indicates that 250cc must be drained in 636 seconds maximum. The results were as follows: time to drain 250cc: 583 sec. The sample received reached the intended drainage indicated in less than 636 seconds, and was found to be within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: " place your nondominant hand on the finger control guide to stabilize catheter in urethra. With your dominant hand, grasp catheter through bag approximately 1" below the finger control guide and push catheter into urethra. The catheter should be introduced by short, repetitive pushing motions. Repeat motions until catheter reaches bladder and urine starts to flow. - allow urine to flow freely, making certain the catheter guide is elevated at least 4" above lower portion of the bag. Allow flow until bladder is empty or until bag is filled. - precaution: it is recommended that the collection bag be held. The catheter could possibly separate from the collection bag when urine increases weight of the bag." (B)(4).

Event description:
It was reported that the catheter would not drain the patient's bladder. As a result; a second catheter was placed, and the patient's entire bladder drained. No patient injury or medical intervention was reported.